Event description:
Pt tested on suspect device with a result of 6.1 or 6.2 inr. Lab inr was 3.5. Repeat test on the suspect device was 5.1 inr. The device was replaced and requested to be returned for eval.